Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating that he had a left tka on (B)(6) 2016, patient experienced severe swelling and pain a couple weeks later. A few days later his stitches came out due to the extreme swelling, patient went to emergency room and had additional stitches. Patient is still experiencing pain and swelling. Patient alleges that his doctor told him that he cannot remove implant and recommends amputation.